Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a proximal circumferential break under the metal cap. It is probable that the circumferential break occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures and glue failure. According to the instructions for use, reduced irrigation flow may result in damage to the fiber. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a proximal break under the metal cap. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited severe charred debris adhesion on its surface and the glass cap exhibited severe devitrification at the output window. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted proximal circumferential break. The IFU instructs the user to avoid pressing the fiber end into the tissue as reduced irrigation fluid flow may result in damage to the fiber. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke while in use inside the patient. A hole was made in the fiber. A second fiber was opened and used to complete the procedure without any consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke while in use inside the patient. A hole was made in the fiber. A second fiber was opened and used to complete the procedure without any consequences to the patient.